Event description:
A malfunction was reported by a caller, indicating an alarm 2 followed by alarm 26. Due to the occlusion issue, the customer¿s blood glucose level exceeded 500 mg/dl, but the specific value was displayed as ¿high.¿ to address the high blood glucose, the customer administered treatment after troubleshooting the issue. The customer did not require assistance from a third party and was instructed to follow up if the issue persisted. Reportedly, customer reverted to manual injections for insulin therapy.